Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "handle puerta roto (door handle broken)". This condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump where the door handle was broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door latch. Appropriate action was taken to correct the reported problem by replacing the door.